Event description:
2015-10-28 additional information was received from a healthcare provider (hcp). The pump was interrogated and refilled on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 8598a, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal fentanyl 5000 mcg/ml; 2780.6/day, clonidine 300 mcg/ml; 166.84/day, bupivacaine 25 mg/ml; 13.903 and baclofen 250 mcg/ml; 139.03/day via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and chronic low back pain. An alarm was heard and the pump was empty. It was unknown when the pump went empty. The patient's managing physician was no longer filling pumps thus the patient missed a refill. There were no symptoms reported. The patient was to follow up with another physician. Interventions, troubleshooting/diagnostics, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.